Event description:
Patient had first knee replacement in 2010. Surgeon went back in 2011 to have knee clean out because patient was having issue with the knee. Knee came out of socket. Patient had revision of knee in 2013. Patient knee is currently about 4 inches swollen. Patient is constantly in pain and has to use a cane for walking. Patient is to have blood work done to see if knee is infected.